Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that patient was on program 1 and the device heated up. It cooled off once it was turned off. She tried a couple other programs at the office and it seems that it doesnt heat up on other programs. Office advised her to try all programs and see if they heat up. Patient wanted to keep the device on program 2 and see how it goes. No environmental factors were listed. This happened right after implant. Impedance report was fine and only happened on program 1 so far. Patient changed programs. Unknown if the issue is resolved. The rep had a call out to the patient to follow up and see if their are other programs causing the heat. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the device heating up on program 1 was not determined, and they did not know what could have contributed to it. The heating sensation was felt at the pocket, like the battery was heating up. The patient is now in daily contact with the manufacturer representative and trying all programs. Currently, program 4 works, and the device only gets warm. Here is the patient's experience with each program: #1- battery gets toohot; #2- battery gets too hot; #3- patient feels vibration in hip, battery gets warm; #4- patient feels vibration in vaginal area, battery gets warm, therapy works; #5- patient feels it in hip, battery gets warm; #6- patient feels it in vaginal and butt cheek, battery is warm but not hot; #7- not yet tried, will try on (B)(6) 2022. Additional information was received from a manufacturer representative (rep). The rep reported that the patient's healthcare professional was aware of the issue, and they had an appointment on (B)(6) 2022. No diagnostics were done to determine the cause of the issue, but troubleshooting included: "turned the patient's device off for a month to let the pocket heal." They noted that no device removal or replacement is planned, and it is unknown if the issue is resolved.